Event description:
It was reported that the monitor indicates 100% charge of the internal battery, however an "internal battery depleted" message is displayed and alarm persists. There was no pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.